Event description:
The customer's register nurse reported to the service depot that a colleague cx volumetric infusion pump which experienced a failure code that interrupted an infusion of dextrose 10% on a male (B) (6) in the facility's nursery. The baby was being treated for transient tachypnea of a newborn (ttn) when the failure code occurred. The pump was swapped out and the infusion was restarted. There was no patient injury, adverse event or medical intervention associated with this report. The patient is fine and has been discharged. The software (B) (4) and will be categorize as colleague 2006. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the pump was received and evaluated by baxter. The reported condition was confirmed, but could not be duplicated. The phm (pumphead module) inlet valve was out of specifications and dried up the gear box lubrication.